Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that cuvettes were not forming properly due to insufficient flow rate. The cse adjusted the air flow for cuvette manufacturing. The cse ran system checks, which passed. Quality controls were run, resulting within range. The cse returned to the customer site to replace a broken lamp house. The cse replaced the filter wheel assembly and performed lamp alignments and verifications. A system check was run and passed. Prior to obtaining the discordant result, the customer ran a system check, which failed. The customer then ran quality controls, which resulted within range and proceeded to run patient samples. As per the dimension exl clinical chemistry system operator's guide: "when the system check results do not meet specifications, rerun the system check. If the system check continues to fail, follow the troubleshooting items listed below as appropriate and then rerun the system check." The cause of the discordant, falsely low calcium result is unknown. The cause of the customer running patient samples after failing a system check is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher and matching the patient's clinical history. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.